Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation could not test for the reported issue of under infusion due to a failed ultrasonic sensor. The ultrasonic sensor was replaced and the device will be required to meet all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced an air in line during testing. The cause was identified to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a 30 minutes delay when set to infuse in 1 hour the pump actually delivered in 1 hour and 30 minutes during testing. There was no patient involvement. No additional information is available.